Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pocket on drawer 3.2 failed. A field service engineer stated that the diagnostics tool indicated that cubie pocket d3 had multiple micro errors along with lid failures. Unloaded and removed the cubie pocket, then rebooted the device. Verified that the half-height cubie pocket was operational. The customer was able to recover and inventory the drawer successfully. No further issues were reported by the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were not showing up in storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.